Event description:
Chemotherapy was infusing to patient via alaris carefusion pump. Nurse noted fluid leaking from pump. Using chemotherapy gloves and protective gear, the nurse opened the channel of the pump and identified that the tubing set was leaking. The source of the leak was located where the tubing connects above the slide clamp, which fits into the pump. The infusion was immediately stopped, and the chemotherapy bag was assessed by pharmacy. The pharmacy was unable to detect how much chemotherapy was lost. The chemotherapy spill was cleaned per protocol, and the patient's attending physician was notified.====================== health professional's impression======================the tubing set came apart at the slide clamp.